Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, b6, d4, g2, h4, h6.

Event description:
Healthcare professional later reported right side "implant exchange with no complaint against the device".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ripple lumps, drooping and rupture". This record is for the right side. The device remains implanted. Unknown if the device will be returned.